Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test per. The sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving sensor errors. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is returning the sensor for analysis and having it replaced.